Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed far r over-sensing resulting in inappropriate mode switch on the pacemaker (pm). It was also noted that there were true loss of capture episodes and false loss of capture episodes caused by fusion. The device was reprogrammed resolving the issue. Patient condition was stable.